Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was replaced as it perforated the heart wall and dislodged after. The perforation and dislodgement were discovered due to high thresholds. This lead is not expected to be returned. No additional adverse patient effects were reported.